Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill test to reservoirs per dop114-811. Found no occluded and air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles and no occluded. Also ran basal bolus occlusion test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoirs no occluded and no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 390 mg/dl at the time of incident and the current blood glucose of the customer was 131 mg/dl. Customer experienced high blood glucose level. Customer reported that the reservoir had air bubbles and approximate size of air bubbles was smaller than champagne bubbles. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will be returned for analysis.